Event description:
A (B) (6) female with an arteriovenous fistula (av)underwent an angiography. The surgeon noted severe stenosis below an existing stent. A balloon angioplasty was attempted however there was still significant residual stenosis proximal to the stent. The decision was made to place a new stent overlapping the existing stent. The stent deployed easily however the middle of the stent did not open to the full 14mm diameter. The stent was left in place.